Event description:
Was interested in getting treatments from the firm's device because has neuropathy. Firm sent material claiming to cure 84 diseases and that 4-5 problems can be treated at once. Thought these claims were misleading.